Manufacturer narrative:
The disposable set was returned for evaluation. Visual inspection showed almost no blood remained in the donation bag. The filter was rinsed with normal saline and slow rate of flow (12ml/min.) Was observed. Aggregates were also observed in the first and third filter membranes from the inflow side of the filter. The manufacturing and testing records were reviewed with no issues noted. No similar reports have been received regarding this production number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are: common factors of longer filtration time: frangible is not fully broken if the frangible is not fully broken, a hole is partially opened thus a user cannot obtain enough blood volume. The frangible gets into the joint of the donor tube in the upper part of the cover tube when breaking the frangible. Kink in tubing. Clots obstruct the tubing and filter if clots are formed in an unfiltered bag for some reason, the clots flow into the fluid path and the filter and cause the obstruction of the flow. Insufficient mixing of blood in unfiltered bag before filtration. Common factors of red-tinged blood product there is also a possibility that a combination of the following common factors of red-tinged blood products has caused the reported incident: characteristics of blood. Bacterial contamination. Excessively cooling. Filter occlusion.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. The customer has noticed an increase in filtration times,and red tinged plasma has also increased. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.